Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they dispatch to emergency room due to experienced low blood glucose level on (B)(6) 2021. Customer's blood glucose value was 22 mg/dl at the time of the incident. The customer was treated with glucagon via intravenous. Customer stated they not use auto mode feature at time of low blood glucose event. Customer did allege insulin pump was over delivering after they received bolus. The device will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set .